Event description:
Consumer called to report getting high readings with their logic meter. Analysis run on clark error grid using mean average reading of competitive meter (489) as ref. Point vs. Bd readings of (24, 25, 22) yielded data points in the e-zone of the grid, outside of acceptable limits.